Event description:
It was reported that noise, noise reversion, high ventricular rate episodes with auto mode switching was observed on the right ventricular (rv) lead. The observation was not new and of rare occurrence. All other lead parameters were stable. As the patient rarely paced from the ventricle and was not dependent, the physician opted for continued monitoring. There were no patient consequences.